Event description:
The complainant had an impella cp pump being placed to support a patient admitted in acute myocardial infarction/cardiogenic shock. While prepping the impella, the scrub technician forgot to connect the yellow to yellow leur causing the pump not to prime. The pump was then inserted through the sheath into the body. At that point, the scrub technician realized the mistake, removed the pump, connected the yellow to yellow and attempted to prime. Per the report, the pump would not prime at that point. That pump was aborted and a new pump was used. There was no harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the priming issue has been completed. Data logs were not available for review. Returned product was investigated, though only the pump was returned, not the purge cassette. There were no visual abnormalities noted, so the pump was connected to a purge cassette in lab and successfully primed. It was then run for 3 hours without any issues. Clinical details report that after not following the priming procedure correctly initially, they attempted to restart and the pump could not be primed. Without data logs to review the exact timeline of events in the case and the purge cassette being returned, the root cause of the priming issue could not be determined.